Manufacturer narrative:
Findings: unit received with blank display. Problem was isolated to pcba 2. Unit received with minor scratched case. No cracks at the keypad overlay, display window or case noted per visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack in case and can be seen at button area. Customer doesn't know how the damage happened. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.